Event description:
During a routine follow-up, noise reversion as well as premature battery depletion were observed during the initial interrogration of the ICD. The physician decided to explant the device.